Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. Reporter postal office or zip code:(B)(6).

Event description:
It was reported that the patient had a large tear in the modular cable and damage to the white power cable. The controller and modular cable were exchanged.

Event description:
Controller MFR. Report # (B)(4)

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a ¿large tear in the modular cable¿ was confirmed with the provided reference photo. The provided reference photo captured the damage/tear near the strain relief on the controller connector end. It was noted the underlying armor layer was damaged with a visible underlying wire that appeared intact. Event details indicated the damaged modular cable was exchanged. Additional information communicated on 03oct2022 indicated no products are returning for an evaluation. A root cause that attributed to the damaged modular cable could not be determined during the evaluation. The relevant sections of the device history records for hm3 modular cable (lot # 8516382) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 instructions for use (rev. G) section 7, entitled ¿alarms and troubleshooting¿, and heartmate 3 patient handbook (rev. G) section 5, entitled ¿alarms and troubleshooting¿ contains a subsection entitled ¿what not to do: driveline and cables¿. This section informs the user not to twist, kink, or bend the driveline and to check the driveline cable for twisting, kinking, or bending which could cause damage to the wires inside, even if external damage is not visible. Heartmate 3 instructions for use (rev. G) section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook (rev. G) section 6, entitled ¿caring for equipment¿, explain how to properly care for the driveline cable. This section also instructs the user to check the driveline daily for signs of damage such as cuts, holes, and tears, and to call the hospital right away if the driveline is damaged. The driveline needs to be cleaned by gently wiping any dirt or grime using a towel with mild dish soap and warm water. The heartmate 3 patient handbook (rev. G) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.